Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported by the customer that medication spillage from nearport when distal port was flushed. Verbatim: medication spillage from nearport when distal port was flushed.